Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the distributor on thursday, (B)(6) 2025, that cardiosave intra-aortic balloon pump (iabp) had failure involving a patient. On april 7, 2025, it was notified that the equipment was generating an alarm and is no longer pumping. There was patient decompensation reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to evaluate the iabp unit and the error log was downloaded to verify that the overheating alert was not displayed. System reviews and calibrations were performed; however, during the pressure test, it was evident that the equipment is out of range and does not allow adjustments. The actions indicated by the service manual are carried out. According to the poweractivity log, the unit was shut down on june 27 and no longer turned on. The scroll compressor, temperature sensor and filter are installed, and initial tests are conducted. The system calibrates successfully, with a pressure of 390 mmhg and a vacuum pressure of 250 mmhg. It is left cycling. This shows us in the fault log that there are no further issues with the compressor, as we only have information on numbers 63, 55, and 2. Fault 63, observed primarily in versions d.00 and d.01, tends to show increased activity due to its objective of ensuring optimal touchscreen operation. In cases where no touchscreen fault is detected, fault 63 serves as an informational message rather than indicating a system fault. It is designed to provide information about the touchscreen's performance, so it appears more frequently, as it actively monitors this aspect of the system. Additionally, it's important to note that fault 63 can also be logged during routine power-up activities, reinforcing its role as a diagnostic measure rather than a cause for concern. Therefore, users who encounter fault 63 without touchscreen issues should interpret it as part of normal system operation, fulfilling its purpose of ensuring a smooth user experience, not as a system failure. Code 55, an error in the alarm management system ams. No service intervention is required. This fault is only logged. Code 2, data logger: logging-only fault. No service required. This fault is only logged. The unit displays the alert cbia may require maintenance. Calibrations are performed from service mode, and the unit is left running with a test lung at a rate of 120. The distributor has reported that the unit with serial number ch360015j2 was left in a test cycle for four days, configured with an internal firing frequency of 70 lpm. So far, the unit has not experienced any failures.the following investigation was performed by the technician of the maquet failure analysis and testing dept fat wayne. Compressor, scroll serial number sr412756c5. Temp sensor serial number n/a. These parts were received with a reported unit failure of compressor failed. The failure analysis and testing dept performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept installed compressor, scroll serial number sr412756c5 and part number temp sensor serial number n/a into the cardiosave test fixture serial number ch344393k1 and tested the compressor to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. After 3.5 hours of run-time, the fat dept could not replicate the complaint of compressor failure. The compressor and temp sensor passed testing. Retaining the compressor and temp sensor in the fat dept per procedure number 0002-07-d008 rev. Au.root cause 1 cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient. Contributing cause 1 muffler filter¿s clogging before scheduled replacement and causing the scroll compressor to increase rpm thus generating more heat. Contributing cause 2 cardiosave¿s chassis fans lack of ability to dissipate heat generated by the medical device and scroll compressor.